Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings. The reporter claimed obtaining blood glucose readings of "2 something mg/dl" with the subject meter. During troubleshooting the subject meter failed a control solution test. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.